Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Device was not returned for evaluation, however, investigation into the issue determined root cause is design related. Corrective and preventive actions have been initiated to address the reported issue.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
While inserting a screw, the driver stripped and fractured. The procedure was completed with another driver.